Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The vibrator feature is functioning properly. No vibrator anomaly was noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced vibration anomaly. The customer's blood glucose value was unknown. The customer stated that he ran a self-test and did not feel the pump vibrate. The customer heard beeps softly. The customer stated that the pump stopped vibrating. The product was returned for analysis.